Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer cleaned out debris and resumed insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.